Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread. Functional evaluation with sample m8 mas head found all three set screws unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-op diagnosis: degeneration procedure: surgery at lumbar intervertebral disc it was reported that on (B)(6) 2015, intra-op, one set screw was found to be slipped and could not be used anymore. The surgeon had to change another products to complete the surgery. No patient complications were reported as a result of this event.